Event description:
Patient's auditory and speech performance has deteriorated in the left ear, and the right implant is performing well. She performs more poorly when both devices are in use, relative to right ear alone. The left implant has been in place approximately 4 years. This implant has had deteriorating performance with reduced speech recognition over the past two years. In light of that change, pt underwent a right cochlear implant ~1 year ago. As the left implant has continued to fail, pt now presents for revision.